Manufacturer narrative:
(B)(4). The unit was not returned for evaluation; however, patient case data set was returned. Vps r & d performed an analysis of the case data. The analysis noted (1) the complaint report indicated that the patient had atrial fibrillation (afib), (2) the data showed a blue-bullseye was achieved and that atrial fibrillation occurred intermittently throughout the case. The analysis further noted the arrow vps g4 device operators manual states in the indications for use section: "limiting but not contraindicated situations for this technique are in patients where alterations of cardiac rhythm change the presentation of the p-wave as in atrial fibrillation in such patients, who are easily identifiable prior to central venous catheter insertion, the use of additional methods is required to confirm catheter tip locations." Vps r & d concluded as called out in the arrow vps g4 device operators manual an additional method to confirm the catheter tip location should have been used due to the subject being identified with intermittent atrial fibrillation. Other remarks: in addition to the atrial fibrillation, with a 10cm difference in external measurement to internal insertion, good clinical practice would have strongly suggested that an additional method of confirmation should have been obtained. The device history record (DHR) review was performed and no evidence was found to indicate a manufacturing related cause. The report that a blue bulls eye was achieved but the catheter tip location was incorrect was confirmed by analysis of the returned patient case data and the information provided in the user's report. The case data shows atrial fibrillation was present throughout the procedure. Use error caused or contributed to this event because it appears the customer did not follow the IFU for using an additional method to confirm the catheter tip location. A customer in-service has been requested.

Event description:
The customer reports encountering difficulty threading. The clinician made tip floppy by pulling back the biosensor; then advancing successfully and repositioned the biosensor. Blue bullseye obtained at 47cm. After 30 minutes a floor nurse noted the patient was breathing heavy. A chest x-ray was taken and the tip of the PICC was confirmed in the right atrium. The clinician then pulled back 10 cm.

Manufacturer narrative:
(B)(4). The patient has atrial fib. The device is not recommended for use on patients with atrial fib. The device sample was received by the manufacturer, but the investigation results are pending.

Event description:
The customer reports encountering difficulty threading. The clinician made tip floppy by pulling back the biosensor; then advancing successfully and repositioned the biosensor. Blue bullseye obtained at 47 cm. After 30 minutes a floor nurse noted the patient was breathing heavy. A chest x-ray was taken and the tip of the PICC was confirmed in the right atrium. The clinician then pulled back 10 cm.